Manufacturer narrative:
A full review of all manufacturing lot history records was performed and no deficiencies were noted during the review. All the records indicate that the product in question met the product requirements. Clinical evaluation: mesh is sometimes used to reinforce the abdominal wall and support abdominal organs in various procedures. The concern regarding risks of complication would be that reoperation may be required and surgical revision would be significantly more difficult than if the mesh had not been placed in a previous procedure. Remote complications after mesh implant is likely the result of comorbidities or acute processes. Prolite is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Pain control recommendations are based on the underlying premise that optimal management begins in the preoperative period with an assessment of the patient and development of a plan of care tailored to the individual and the surgical procedure involved. Evidence supports the use of multimodal regimens in many situations, although the exact components of effective multimodal care will vary depending on the patient, setting, and surgical procedure. Often prescribed pain medications contribute to elimination issues such as constipation. Prolonged pain can be defined as pain persisting for more than three months after surgery and it is a complication of many common procedures including hernia repair. Surgical technique can influence the development of chronic post-surgical pain and techniques to minimize nerve injury should be used whenever possible. Problems after hernia repair are usually related to using a mesh product that is too small or to the fixation method and technique. It may also be related to non-compliance with activity limitations post operatively. Other factors that contribute to the outcome of hernia repairs are the patient's weight and medical comorbidities such as morbid obesity, diabetes and a history of smoking. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur.

Event description:
Patient was implanted with prolite mesh ten years ago. He had a revision surgery three months after the implant due to pain. They removed a staple.